Event description:
It was reported that 1 out of 3 catheters were 19fr inside of 20fr packaging. Additional information has been requested.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. However, bard malaysia has never manufactured the 19fr catheter size. The potential root cause for this failure mode could be user related or operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 1 out of 3 catheters were 19fr inside of 20fr packaging.